Event description:
It was reported that during a laparoscopic gastric sleeve procedure upon activation of the device, the loads misfired/were not aligned correctly. Another device was used to complete the procedure. There was a delay. There was no pt injury. Additional info was requested, but no additional info was provided. A f/u report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. The device history record was reviewed and no discrepancies were noted.